Event description:
Complainant alleged that while attempting to treat a (B)(6) male pt, the device inappropriately shut down. Complainant indicated that the patient subsequently expired, however it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.